Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) and patient information were not provided. The rep was in the operating room and mentioned a catheter revision. No patient symptoms or additional information was reported. Follow-up has be requested for the patient's identifying information, pertinent medical history, diagnosis for use for the infusion system, catheter information, intrathecal drug information (drug name, concentration and dose), other medications that the patient was taking at the time of the event, the cause of the catheter revision, and troubleshooting performed to resolve the issue. A follow-up report will be filed if additional information is received.